Event description:
Patient stated that the v-go's would not stay adhered to his skin. Patient stated that he is properly cleaning the site before applying the v-go. Patient stated that when the v-go comes off he would try to tape it down. Informed patient that when v-go falls off to replace with a new v-go. Patient stated that is leaves his skin red and discomforting feeling when the v-go does come off.